Event description:
It was reported that the patient underwent a revision surgery due to disassociation. The surgeon reported that there may have been interior soft tissue stopping the glenosphere from locking in. There was harm/injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). H6 component codes: proposed annex g code: mechanical (g04) - head. The product will not be evaluated by zimmer biomet as it was not returned by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Follow ups noted that there was inferior soft tissue stopping the glenosphere from locking in. This could be a contributing factor and a final response will be sent. The comprehensive reverse shoulder system surgical technique states ¿it is critical to remove any excess bone and soft tissue from the glenoid face (typically inferior) that may prevent complete impaction of the glenosphere/taper assembly into the baseplate.¿ the reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d2, d2b, d4, g4, h4, h6. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.